Event description:
Per the audiologist, the patient experienced an ¿irritation¿ at the site of the implant. Oral antibiotics (type not reported) were administer, however did not alleviate the issue. The patient was admitted to the hospital (B) (6), 2010 due to a skin flap infection and IV antibiotics (type not reported) was administered. More information has been requested, but was not available at the time this report was filed.

Manufacturer narrative:
(B) (4). Implanted device remains.